Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500. Batch no: 20093369. Please be aware that this is continuing to happen here at our user facility, I was just brought down a package without product as it was in use when the line separated and IV product went everywhere.

Manufacturer narrative:
H6: investigation summary: the customer provided a photo of the separation at the blue clip which is inserted into the pump. The complaint has been verified. Without a sample present, the root cause of this failure cannot be determined. A device history record review for model 2420-0500 lot number 20093369 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20093369. Please be aware that this is continuing to happen here at our user facility, I was just brought down a package without product as it was in use when the line separated and IV product went everywhere.